Event description:
It was reported that during a mid left anterior descending (mlad) artery stenting procedure with a vision stent, in a heavily calcified lesion, after successful stent deployment and during delivery system removal, the shaft, approximately 1 cm distal to the guide wire exit notch, broke into two pieces. There was no resistance felt during removal. The device was easily removed. There was no intervention required to remove the device. There was no adverse pt sequela. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned product found blood visible on the entire length of the sds and contrast in the inflation lumen, which is consistent with preparation and the sds advanced into the pt anatomy. The balloon was loosely folded. There were multiple kinks throughout the entire length of the hypotube, which may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The outer member was separated 1.5 cm distal to the guide wire exit notch, confirming the reported separation. The material at the separation was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated 1 cm distal to the guide wire exit notch for a length of 1.5 cm. The material at the separation was stretched and jagged. The guide wire exit notch was torn for a length of 1.5 cm. The material at the tear was jagged. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. There was no damage noted during the inspection prior to use the sds was able to be pressurized to deploy the stent, which suggests the interaction with the guide wire occurred during retraction. The tear in the guide wire exit notch likely lead to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this event. In this case, the reported shaft separation appears to be related to the operational context of the procedure and not a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.